Manufacturer narrative:
The device was received for evaluation containing approximately 118 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The device was filled with 5fu and saline for a total volume of 240cc. The expected infusion rate and time was 240cc/120hours; however, the device actually infused at a rate of 120cc/120hours. The height of the restrictor was same as the bladder. Priming was performed and flow of fluid was confirmed at priming. There was no patient injury or medical intervention associated with this event. No additional information is available.